Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was observed that the motor was not functioning and was defective. It was determined that the device had a worn out motor and tool coupling. It was further determined that the device failed pretest for check power with test bench; (tick motor type) and check the attachment coupling. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped working on its own. It was not reported if there were any delays in the surgical procedure. A spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.